Manufacturer narrative:
The referenced unit was returned for evaluation. The customer¿s reported issue could not be confirmed as the error e433 was not reproduced. A visual inspection could not confirm any abnormality. Additionally, the cable coating was found torn on the attached foot switch. No other abnormalities were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
At the time of pre-use inspection, error e433 occurred when the foot switch was stepped on. Replaced with another device without solving the problem. There was no effect on the case.

Manufacturer narrative:
The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold on (B)(6) 2015. The asset was last serviced via repair on december 16, 2021. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the service evaluation results, the reported e433 error could not be confirmed. The root cause of the reported error could not be conclusively determined. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action); faulty foot switch (temporary error); faulty foot switch (temporary error, faulty reed contact); defective cable connection between hvps board and generator board (temporary or permanent error); defective hvps board (permanent error); defective generator board (permanent error); defective motherboard (permanent error); defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Generally, it can be assumed that only one component is defective in the case of permanent failure modes. Combined failures are very rare. A check of the suspected faulty assembly units in a test drive should be performed. The customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.